Event description:
Device interrogation revealed cross stimulation. Noise and capture anomalies were observed. Fluoroscopy showed a lead insulation anomaly. The leads remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.